Event description:
This incident occured in (B)(6). The customer reported that the dock was charred on the housing. No patient injury.

Manufacturer narrative:
The reported docking station and printer system was returned for investigation. The returned device was confirmed to have visible burning marks at the housing. Functional testing was performed and it was connected to power and charging function were working appropriately along with the leds. When opened, it was found to have a burned part on the control board. The investigation determined the burning hole in the housing resulted from a blow up component on the main board which burned through the housing. The docking station and printer system was scrapped (B)(4).